Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected, functionally and leak tested. The visual test revealed that the balloon was non-spherical. The balloon did not pass the functional pressure test; the pressure was above specification. No leaks were identified. The pump was visually inspected, functionally and leak tested. No anomalies were found with the pump. The cuff was visually inspected, and leak tested. The visual test founded that the cuff had a tear from tool/sharp instrument damage along the lateral edge of the cuff shell towards the adapter. This finding is most likely consistent with damage during the explant procedure. Leaks were identified. Based on the information available and analysis results, the device allegation of mechanical issue was confirmed.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to unspecified reason. Analysis of the returned device identified a cuff tear. No additional information was reported.